Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, prepared for PICC, he was ready to tie the patient's tube, and when he unpacked it, he found that the tip of the vascular sheath dilator of the puncture kit was bulging and irregular. No other information was provided.